Event description:
It was reported that the patient needed a surgery procedure, colelap requiring hemolok devices, and after the procedure was completed it was notice that the hemolok clip caused necrosis of clipping tissue and leakage of intestinal contents, generating an intra-abdominal collection.

Manufacturer narrative:
Qn#(B)(4). Based on a request for additional information the following was reported: the structures linked to the hemolok gold clip was the cystic duct and with the purple clip was the stump of the appendix. The surgeon confirmed that the clip was not pressuring the correct way into the stump or structure. Three clips were used for the colelap and for the appendilap two were used. The patient was reoperated, the leak was solved, and the patient managed to leave the hospital without any complications. The hemicolectomy was performed after finding the necrotic stump where the purple hemolok was used. The photograph is from the appendilap procedure where the purple hemolok was used. The facility has communicated that the device is not available for investigation. From the pictures attached was unable to be confirmed failure mode reported as complication after application of clip. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Other remarks: p/n 544240 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 544250 hemolok l clips 6/cart 84/box, lot# 73e1900631, the samples were functionally inspected, and during the test issue reported complication after application clip was not observed in the current manufacturing process. Corrective actions cannot be established, and the customer complaint cannot be confirmed since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect and determine the root cause. At this time due the sample is not available is not possible to determine the source of the defect reported. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73j1800544 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient needed a surgery procedure, colelap requiring hemolok devices, and after the procedure was completed it was notice that the hemolok clip caused necrosis of clipping tissue and leakage of intestinal contents, generating an intra-abdominal collection.